Event description:
Spontaneous - pt reports, "my box of cleo 90 is not working right. I had to change my hole site. It wouldn't unconnected from the site came all out." No harm to the pt. Pt was inserting a new sq site for her cartridge change. Reported to (B)(6) by pt/caregiver.